Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that an adaptability issue was observed near the lowest point of the mandibular angle in both cases, resulting in implant rocking.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event could be confirmed based on the post-op CT images provided. The patient underwent surgery, receiving bilateral tmj devices and facial ID plates; difficulties arose with the tmj mandibular components due to incorrect maxilla positioning, causing implant rocking and requiring bone shaving, which prolonged the procedure. Post-op scans confirmed that both the maxilla and mandible were not in their planned positions, leading to the tmj components being placed too anteriorly, and the root cause was traced to the initial maxilla fixation with facial ID plates. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.